Event description:
Cpi received info that this ventricular dexatip lead (4262) was removed from service due to oversensing. The atrial sweet tip lead (4269) was also removed due to a low impedance reading. The leads were replaced with two activ fix leads (4269's). The leads have not been returned for analysis.